Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and a replacement device was used.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, d.9, g.1, h.3, h.6 . Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion and opening. A microscopic analysis was performed which identify striated opening in the anterior side. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Event description:
Healthcare professional reported a left side "baker grade iii/IV." Device has been explanted and a replacement device was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side "baker grade iii/IV." Device has been explanted and a replacement device was used.